Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Sling infast fixation system was reported to the user/implanted during this procedure. Additional info from importer report: associated mdrs: 1018233-2013-00054 and 1018233-2013-00073.

Manufacturer narrative:
(B)(4). Additional info from importer report: age at time of event: (B)(6). Date of this report: (B)(4) 2012. Brand name: uretex to2 urethral support system. Common device name: ftl. Catalog # 485054, lot # sgj00629. (B)(6).